Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the bisector worked intermittently. The bisector cauterize intermittently. They changed out the bovie cord and device still worked intermittently. A replacement device was used to complete the case. The hospital did not report any patient effect. Conmed generator was used at the hospital and the power setting was at 25.

Manufacturer narrative:
Investigation results: the visual inspection showed no damage on the returned bisector. Resistance measurements were taken and results were found to be within its specifications. The simulated cautery test was conducted several times; the device functioned properly. The reported complaint is not confirmed.